Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation; therefore, the root cause for early valve degeneration and stenosis remain indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm edwards surgical valve was explanted from the aortic position after an unknown implant duration (however, no longer than 2 years and 10 months) due to degeneration leading to aortic stenosis. The explanted valve was replaced with a 23mm edwards surgical valve. The case involved a patient on dialysis and was on the waiting list for a kidney transplant.

Manufacturer narrative:
Reference CAPA-20-00141.